Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The expected fasting blood glucose test result range is 95 to 120 mg/dl. The blood glucose testing is performed three to four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently (not) taking medication to manage diabetes. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is week of 11/09/2015. The meter memory recalled for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.